Event description:
International complaint received from puerto rico national complaint coordinator. During service testing, the baxter repair technician reported a broken door. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03 2007. Evaluation summary: review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.